Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised the threaded insert that is part of the base frame that fork goes into came out.